Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right atrial (ra) lead was surgically abandoned almost two years later due to the fracture. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the right atrial (ra) lead had fractured sometime in the past. The boston scientific sales representative was notified of this issue during a recent device interrogation when he saw that the device was programmed vvir and inquired why the programming change was made. The physician opted to reprogram the device ddd at minimum outputs and monitor the patient. No adverse patient effects were reported.